Event description:
(B)(4) - the customer stated that the 9630-4 commode seat cracked. However, no injuries and / or damages have occurred.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9630-4, serial number/date code (B)(4). The owner's manual part number 1148075 was issued with this device. The owner's manual can be found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.